Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. Reported event of "needle detached."

Event description:
It was reported to boston scientific corporation that a capio suture capturing device (exact type unknown) was used with a capio suture (size and type unknown) during a sacrospinous fixation procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the needle of the suture detached in the sacrospinous ligament. The problem did not occur on the first throw of the capio device and the break was right at the needle. The needle was located with an x-ray, however, it was not retrieved from the patient. It was reported that the problem occurred at the very end of the procedure, so another capio device was not needed. The physician completed the procedure with this capio device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."